Event description:
A (B) (6) male pt underwent aaa repair on (B) (6) 2005. The pt received a zenith main body, three zenith iliac legs and a zenith ancillary component. The procedure was completed without reported incident. The pt underwent a secondary procedure on (B) (6) 2009. The physician placed three zenith iliac legs. The pt had developed a type lb on both sides due to the initial placed devices being multiple centimeters below the hypo take off (1820334-2010-00042). The three additional legs were used to build and bridge down to the internal and seal up distally. The current status of the pt is unk.

Manufacturer narrative:
(B) (4). The development of the zenith device followed and successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria; vessel tortuosity; calcification; accurate placement of graft; proper ballooning sites within the stent graft. The device remains implanted and no post procedure images were provided to assist in this investigation. Without post procedure images or additional info, we are unable to determine the root cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events. The failure mode assigned to this case is endoleak. This failure mode was determined based on the provided event description. If additional info or images become available in the future that alters the scope or outcome of this investigation, this report shall be amended at the appropriate time in the future. We will continue to monitor for similar complaints.